Manufacturer narrative:
The patient samples from (B)(6) 2021 were investigated further. An interfering factor against the suru label was identified in both samples which caused the high ft4 and ft3 results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The patient samples from (B)(6) 2021 were submitted for investigation. Both samples were tested on an e411 analyzer : sample from (B)(6) 2021: ft3 9.12 pmol/l and ft4 27.26 pmol/l. Sample from (B)(6) 2021: ft3 13.2 pmol/l and ft4 24.27 pmol/l. The investigation reproduced the customer's results. No interfering factor was identified. The investigation is ongoing.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). Sample material was requested for investigation.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the beckman and abbott methods. The ft3 and ft4 results from the abbott and beckman methods were normal but the ft3 and ft4 results from the e602 module were high. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. Questionable results were reported outside of the laboratory.